Event description:
It was reported by the patient that her skin became very red and itchy while using 72r electrodes and cover patches. The patient changed them every day and rotated at that time. She wears them on her lower back. The patient is not sure if the irritation was coming from the tape that was on her wound. She spoke with her doctor, and he gave her medication for the itching. The patient states she does have sensitive skin. The customer service representative advised the patient to pause treatment until her skin clears. The patient was sent replacement 63b electrodes. No further consequences have been reported at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections: d3 and g1 additional information: b4, b5, g6, h2, h6 without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the patient that her skin became very red and itchy while using 72r electrodes and cover patches. The patient changed them every day and rotated at that time. She wears them on her lower back. The patient is not sure if the irritation was coming from the tape that was on her wound. She spoke with her doctor, and he gave her medication for the itching. The patient states she does have sensitive skin. The customer service representative advised the patient to pause treatment until her skin clears. The patient was sent replacement 63b electrodes. No further consequences have been reported at this time. The product was not returned.